Event description:
It was reported that there was a speaker malfunction, and there was no sound. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. (B)(6).

Manufacturer narrative:
A nemo (no engineer material only) service was agreed upon. Based on the information available, the cause of the reported problem was the speaker. The customer was provided a replacement speaker to resolve the issue.